Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient and pt rep called back again saying the ins never worked properly and after reprogramming appointments with a rep, they would get home and feel like they were getting electrocuted so patient finally turned ins off and left ins off. Pt rep repeated pt needs an MRI, but can't because the ins components were still implanted. Pt rep said the MRI was for their back because pt had major back problems after being electrocuted in an MRI and had 4 back surgeries, which was what the pump was originally put in for. Pt rep said pt couldn't even walk their dog or help out around the house, and they had tried talking to the doctor about the ins situation already. Pt then came on and said they were looking for financial compensation from the manufacturer because of what they had been going through and their life being turned upside down

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device never worked and the patient needed an MRI of their lower back. Caller stated the device was supposed to help the patient with their pain and it never worked. Caller stated they felt like they were getting electrocuted every time. Caller noted the device has been off for years and they have not had an MRI in 10 years. Patient service reviewed MRI information with the caller. Agent documented reported events and redirected the caller to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that stated the device wasn't really helping their pain. Patient mentioned when they got their implantable neurostimulator (ins) implanted they had a morphine pump that had to be replaced, so they put it in at same time as the ins. The ins was not helping with their symptoms on their back. Patient is not sure what they will do with their ins, they were told it would be a painful procedure to remove the paddle.